Manufacturer narrative:
The subject device was returned for device investigation. There was no report on the subject device being used in procedure after the suggested event was reviewed. Despite good faith attempts the user's cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 8 cfu/endoscope. Bacterial identification: filamentous fungi, micrococcus luteus/lylae. Sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: 1 cfu/endoscope. Bacterial identification: kocuria rhizophila. Based on the results of the investigation, device damages (e.g. Scratches, cuts, leaks, kinks, material degradation) could be a source of contamination. A root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the colonovideoscope tested positive for >80 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.